Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient noticed a drop in loudness when wearing the audio processor. In addition the tone of his own voice which he heard was different. The patient's speech understanding was reported to still be good. Re-implantation is considered.

Manufacturer narrative:
Conclusion: investigation results show that humidity ingress led to the device electronics failure over time. However the device investigation did not show the location of the leak; based on the manufacturer's experience with this kind of devices, it can be assumed that the device has failed due to loss of hermeticity at the housing braze joint. After opening of the housing visual inspection of the electronics shows damage that is typical for humidity ingress. This is a final report.

Event description:
The patient noticed a drop in loudness when wearing the audio processor. In addition, the tone of his own voice which he heard was different. The patient's speech understanding was reported to still be good. The patient was re-implanted.